Event description:
Per the clinic the device was explanted on october 25, due to electrode detected out of cochlea (specific date not reported). The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on november 21, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 20, 2024.